Event description:
On (B)(6) 2010, pt reported the infusion tubing became disconnected from the infusion headset leading to a missed bolus and elevated blood glucose level of 238 mg/dl earlier today. Pt's normal blood glucose range is 120-140 mg/dl. Pt stated there were no alarms/errors/alerts on the infusion device at this time. Pt reported no treatment was required at this time; will self treat with corrective bolus if needed. Pt stated the infusion site, infusion tubing, infusion adapter and insulin cartridge were all applied new earlier today. Advised pt to change the infusion tubing and headset, reconnect and then return to run mode, was successful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.